Event description:
It was reported the patient's blood glucose levels rose to over 250 mg/dl, while wearing the pod between 4 and 24 hours on the infusion site (abdomen). As treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The pod arrived fully deployed. Drive stalls were observed. The pod generated an 0x40 alarm, indicating rotational sensor maximum open count exceeded. The rotational sensor failed to transition from open to closed at consistent pulse width intervals. A slight decrease in pulse widths was observed. The pod was reran, and the data abnormalities replicated, indicating that the hook talons failed to detent the ratchet gear. The exact cause of the failure to detent could not be determined. The exposed portion of the soft cannula was observed to be stretched. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.